Event description:
Disturbances in the iegm, partially with capacitor charging. Since the disturbances last only a short time, the capacitor charging is terminated according to specification, before shock delivery. The ICD remains implanted. The implantation time of the lead was about 13 months.

Manufacturer narrative:
No mfg error or material defect could be found by the analysis. The abrasion of the insulation is responsible for the complaint. The lens-shaped geometry of the abrasion spot indicates strong friction with another lead or with other parts of the lead. The polished spots on the entire proximal part of the lead, especially on the lead fixation sleeve, confirm the assumption of friction amongst the parts of the lead.